Event description:
Hospital advised that insulin had been set up to infuse at a rate of 3cc/hr. At approximately 3:08, the nurse changed the rate from 3cc/hr to 4cc/hr. At 3:55 the nurse checked the system to verify the rate and observed the rate was set at 46 cc/hr. There was no pt consequence.